Event description:
It was reported that a patient experienced peritonitis coincident with therapies for continuous ambulatory peritoneal dialysis (capd) and ambulatory peritoneal dialysis (apd). The patient experienced a cold and, later, peritonitis. The cause of the peritonitis was the cold. The patient was hospitalized for the peritonitis. Treatment was not reported. Action taken with the capd and apd therapies was not reported. It was unknown if the patient recovered from the cold. At the time of this report, the patient had not yet recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.